Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure for renal tumor, the physician noticed a burn occurred at the grounding pad site on the patient's right leg. The burn required debridement from a plastic surgeon. The degree of burn was reported to be "one". The customer stated they discovered a metal filament in the leg that potentially caused the burn.